Event description:
The surgery center reported that a laser vision correction patient developed loose epithelial on right eye (od) on treatment day of (B)(6) 2015. The topical steroid dosage was increased and a bandage contact lens was placed on the od. The patient experienced loss of best corrected visual acuity and the patient¿s comments was that both eyes felt fine and visual acuity was good but slightly fuzzy. Follow up revealed the patient was doing better but the last post-operative exam on (B)(6) 2015, the epithelial basement membrane dystrophy (embd) had worsen and her visual acuity had slightly worsened to 20/30 on the right eye. The patient was instructed to use gel drops at night and muro 128 ointment at night. Pre-operative measurement date: (B)(6) 2015: pre-op, od, os: bcva, 20/25, 20/20. Sphere, 2.75, 2.75. Cylinder, -2.00, -1.00. Axis, 162, 48. Post-operative measurement date: (B)(6) 2015: post-op, od, os, ou: bcva, 20/20, 20/30, 20/20. Post-operative measurement date: (B)(6) 2015: post-op, od, os, ou: bcva, 20/25, 20/20, 20/20. Post-operative measurement date: (B)(6) 2015: post-op, od, os, ou: bcva, 20/25, 20/20, 20/20. Post-operative measurement date: (B)(6) 2015: post-op, od, os, ou: bcva, 20/30, 20/15, 20/20.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.